Event description:
It was reported that the customer was experienced with urinary tract infection and did not saw the advantage of using purewick because they could not move but during their stay at the hospital and had never thought it may have caused by using purewick female external catheter. Customer had the urinary tract infection at both locations and was not clear if they used it at the other hospital. Customer noted that once a purewick was used, the nurses would give them a new one. Customer was using the purewick for three days. Medication was provided and patient was fine after that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was developed with urinary tract infection and did not saw the advantage of using purewick because they could not move. But during their stay at the hospital, they had never thought it may be caused by using purewick female external catheter. Customer had the urinary tract infection at both locations and was not clear if they used it at the other hospital. Customer noted that once a purewick was used, the nurses would give them a new one. Customer was using the purewick for three days. Medication was provided and patient was fine after that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was developed with urinary tract infection and did not see the advantage of using purewick because they could not move. But during their stay at the hospital, they had never thought it may be caused by using purewick female external catheter. Customer had the urinary tract infection at both locations and was not clear if they used it at the other hospital. Customer noted that once a purewick was used, the nurses would give them a new one. Customer was using the purewick for three days. Medication was provided and patient was fine after that.